Manufacturer narrative:
Expiration date: april 2020. Occupation: ward nurse. Based from the results of our investigation, the root cause of the problem could not be confirmed to be related to our product or process. The used sample received was already connected to an extension tube, had a hole on the catheter tube that may have been punctured during insertion. Verification of retention samples revealed no defects found such as scratches, split, crack, stick out, holes and wrinkles on catheter tube that could lead to leakage. Normal insertion of IV catheter will not cause any hole, scratch, dent, damage that may lead to leakage. It is also stated in our IFU, "do not attempt to reinsert a partially or completely withdrawn needle". Our products have undergone series of inspection and verification. Defects such as broken catheter tube can be easily detected thru our process. Lot was inspected 100% and no similar defect was reported. Also, we conduct in-process and outgoing inspection prior shipment and no nonconformities related to hole or leakage was reported. Nevertheless, we will still continue to conduct maintenance and check our process conditions to assure the quality of our products. This report was reassessed during an internal audit and deemed reportable based upon the device malfunction could potentially result in IV catheter breakage of the distal end and/or retention in patients if to recur. (B)(4).

Event description:
The user facility reported leakage on part of the hub (yellow portion). The blood leakage occurred after penetrating the patient when the needle was removed. Air was then pulled in when blood sampling was conducted with the syringe connected.